Event description:
Lap chole - "one clip scissored while on vessel at distal end. Three clips had to be removed as they did not come to full closure at proximal end." Pt status: "normal (stable)"

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was available when the initial report was submitted, then the supplemental report will be submitted to the FDA.